Event description:
The following description of the event was documented on (B)(6) 2012 by a carefusion tech support specialist in response to phone conversations with a user facility rep. "Sending in for repair, having intermittent problems with pressure differential." "Followed up with [name removed] for further details on the alarm problem, per [name removed"]: "when there is a pressure difference greater than 20 psi, it intermittently alarms."

Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Event codes were derived based on info documented by a carefusion technical support specialist in response to a phone conversations with a user facility rep. (B)(4). The following info concerning the eval of the device is a summary of the info documented by the carefusion failure analysis lab tech. The carefusion failure analysis lab tech evaluated the device, verified the complaint and determined that the root cause of the failure was that the alarm poppet was sticking and sliding freely. This is most likely due to insufficient lubrication on the poppet's o-rings. Unrelated to the reported event the carefusion failure analysis lab tech also found that the bleed flow was out of specification. The device was last serviced/overhauled in (B)(6) 2011 by a third party service company. This may be a contributing factor in the failure of the device. The device was routed to the carefusion factory service dept to be repaired and ran through a complete calibration and checkout to ensure that it meets all factory specifications. Once this is completed the device will be returned to the user facility ready to be placed back into service. A review of the carefusion complaint system for the past 90 days resulted in zero like failures, thus at present, carefusion considers this to be an isolated incident.